Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, premature battery depletion was observed. The device was explanted and replaced due to an advisory warning. The patient tolerated the procedure well, and was in a stable condition before and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.